Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient thought that they had to feel stimulation all the time and so the patient was increasing stimulation. The caller also mentioned that the patient was able to self-void, but with pushing. An additional communication with the consumer indicated that the patient felt pins and needles from stimulation being turned too high. The patient decreased stimulation and felt comfortable again. In a final call from the consumer the patient indicated that they were having the same symptoms was before. The patient's symptoms were clarified to be difficulty getting urine out and pins and needles sensation when stimulation was increased. The caller indicated that the patient thought that their symptoms were better the day prior to the call than they were on the day of the call. The caller was assisted with changing the patient to the right sided lead and setting stimulation to 2.2 where the patient felt stimulation in the pelvic area. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.